Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator stated that their symptoms were worse than prior to their device. They woke up to urinate 4 times per night, but fecal incontinence was the main issue. The patient reported taking medication to void and other medications for diarrhea. The patient saw a gastroenterologist, but they advised that there were no issues. The patient was advised to turn off their device for 2 weeks to see if their nerves calm, and to follow up to determine whether or not the worsening symptoms was actually due to the device. The patient stated that their symptoms were better with their device off. They were instructed to leave the device off. The patient said they were not sure if they wanted to turn the device back on. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of fecal incontinence and urinary frequency was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator stated that their symptoms were worse than prior to their device. They woke up to urinate 4 times per night, but fecal incontinence was the main issue. The patient reported taking medication to void and other medications for diarrhea. The patient saw a gastroenterologist, but they advised that there were no issues. The patient was advised to turn off their device for 2 weeks to see if their nerves calm, and to follow up to determine whether or not the worsening symptoms was actually due to the device. The patient stated that their symptoms were better with their device off. They were instructed to leave the device off. The patient said they were not sure if they wanted to turn the device back on. The patient later decided to turn their stimulation back on to assess. Further information reported that the medications were not working. The device was turned back on and the patient will reach out if symptoms become worse again. However, the patient turned their device back off. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator stated that their symptoms were worse than prior to their device. They woke up to urinate 4 times per night, but fecal incontinence was the main issue. The patient reported taking medication to void and other medications for diarrhea. The patient saw a gastroenterologist, but they advised that there were no issues. The patient was advised to turn off their device for 2 weeks to see if their nerves calm, and to follow up to determine whether or not the worsening symptoms was actually due to the device. The patient stated that their symptoms were better with their device off. They were instructed to leave the device off. The patient said they were not sure if they wanted to turn the device back on. The patient later decided to turn their stimulation back on to assess. Further information reported that the medications were not working. The device was turned back on and the patient will reach out if symptoms become worse again. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.